Event description:
The customer reported that the subject device exhibited a system error and the image was not displayed. The reported issue was observed during an unspecified procedure. There was no report of patient or user injury due to the event. Additional details have been requested regarding the reported issue. At this time, no additional information has been provided. This report is being submitted for the reportable malfunction of no image.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (no image) was confirmed found to be caused by damaged cable unit. In addition, service found there was a leakage. The cable unit was broken and crushed. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is possible that the reported phenomenon ¿no image¿ occurred because the video function did not work properly due to damaged cable. However, the cause of the damaged cable could not be established. Olympus will continue to monitor field performance for this device.